Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Alarm history was reviewed and confirmed the customer's complaint. To remedy the problem, the pump¿s main printed circuit board (pcb) was replaced. The battery was replaced due to a third-party battery that was installed. The plunger rod seal was also replaced due to wear. The pump functions as it should and passed all performance verification testing.